Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure, a faradrive steerable sheath clear was used. The sheath could not discharge air bubbles during procedure. The air was seen in the sheath at the end of the procedure. No abnormalities were noted in the sheath during preparation or use of the sheath. A puncture needle and pulsed field ablation catheter were inside the sheath prior to air being observed. A non-pressure infusion was used. There were excessive bubbles observed in the aspiration syringe. No air was seen in the patient. The position of the guidewire when the farawave was inserted into the sheath was in the sheath. A new device was used to complete the procedure. No patient complications occurred. The device is expected to be returned.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6). Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to device design and supporting evidence that came to this conclusion. Boston scientifics investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design. A corrective and preventive action (CAPA) investigation was initiated to further evaluate these events and determine the root cause.

Event description:
It was reported that during a pulse field ablation procedure, a faradrive steerable sheath clear was used. The sheath could not discharge air bubbles during procedure. The air was seen in the sheath at the end of the procedure. No abnormalities were noted in the sheath during preparation or use of the sheath. A puncture needle and pulsed field ablation catheter were inside the sheath prior to air being observed. A non-pressure infusion was used. There were excessive bubbles observed in the aspiration syringe. No air was seen in the patient. The position of the guidewire when the farawave was inserted into the sheath was in the sheath. A new device was used to complete the procedure. No patient complications occurred. The device was received for analysis.